Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered thirty shocks in one day. It was reported that the amount of shocks caused the battery to decrease in which replacement of device is needed. There was no information as to whether the shocks were appropriate or not. Attempt to obtain additional information from the field was unsuccessful. This crt-d remains in service. No adverse patient effects were reported.